Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the irritation as sores that are itchy, raw, and look like a burn. The patient's physician prescribed, silvadene, for the skin irritation. Follow up indicated that the silvadene ointment helped the skin irritation to improve.